Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation by the left ventricular (lv) lead. The lead exhibited no capture in all vectors, low impedance, and high threshold. X-ray confirmed that the lead had pulled back and was dislodged. It was noted that the patient experienced shoulder pain and was manipulating/ twiddling the area. The lead was explanted and replaced with a new active fixation lead. No further patient complications have been reported as a result of this event.